Event description:
It was reported that the device had a damaged downstream occlusion sensor. The event occurred during testing. Investigation subsequently found a cracked (dso) seal. This indicates that seal integrity has been compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis of damaged downstream occlusion (dso) sensor. Investigation subsequently found a cracked (dso) seal. This indicates that seal integrity has been compromised and is a reportable malfunction. There was no applicable service history. There was no relevant event history. Visual and functional testing was performed. Found dso seal was cracking. The dso seal was replaced. Device passed testing post repair.